Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infrarenal abdominal aortic aneurysm and aneurysms of the common iliac arteries approximately one month after implant of a leadless implantable pulse generator (ipg). The patient underwent surgical intervention and the ipg remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.